Manufacturer narrative:
Based on the information provided the cause of the reported death is unknown. If additional information is received a follow-up MDR will be submitted. Isi has made additional attempts to contact the site and gather patient information. However, no new information has been obtained from the site at this time. A review of the system and instrument logs at the site with a procedure date of (B)(6) 2018 has been performed. There were no observed events in the system logs that would suggest a product issue, and the logged events are in line with normal system functionality. All instruments used during the procedure were used in subsequent procedures. Although there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, based on the information available, the complaint is being reported due to the following conclusion: isi was not able to obtain further details regarding the intraoperative complications and whether they were related to the device. This report has been generated in response to FDA inspectional observations dated 06- mar- 2020.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the surgeon allegedly "got too close" to the patient's aorta and "hit" the aorta, and the patient subsequently expired. On 07-mar-2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr), who was not present during the procedure but obtained the following additional information regarding the reported event from the site¿s robotics coordinator, and a physician¿s assistant: during the partial nephrectomy procedure, two surgeons were operating and one of the surgeons ¿got too close¿ to the patient¿s aorta and ¿hit¿ the aorta. No allegation was made that a malfunction of a da vinci system, instrument, or accessory occurred. The initial reporters informed the csr that the intraoperative complication was caused by surgeon error. The procedure was recorded by the site but a video was unavailable for isi to review the potential cause of the intraoperative complications. The patient reportedly had pre-existing cardiac issues, however, the cause of death is unknown.